Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103448. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number: 3006705815-2024-07611 and 3006705815-2024-07612], the physician encountered a cerebrospinal fluid (csf) leak when trying to remove a lead. Postoperatively, the patient indicated having a headache. It is unknown which lead caused the csf leak.